Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during the surgery a second qfix anchor was opened and was inserted. The second anchor deployed, however when the anchor was tested by pulling on the suture, the anchor pulled out. The procedure was completed using a biomet juggerknot anchor.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive force, tissue thickness, misalignment of implant and inserter, wrong size hole. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery when the surgeon proceeded to put the anchor on the patient the anchor didn't deploy. A second qfix anchor was opened and was inserted. The second anchor deployed, however when the anchor was tested by pulling on the suture, the anchor pulled out. The procedure was completed using a biomet juggerknot anchor. No delay or patient injury reported.